Event description:
It was reported that the lens was fully implanted and was removed within the same procedure due to a ¿rent¿ in the posterior capsule. The doctor slightly enlarged the incision to remove the lens. A vitrectomy was performed. The doctor then implanted a baush and lomb lens successfully within the same procedure. There was no further information.

Manufacturer narrative:
(B)(6) - incision enlarged. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Patient date of birth: (B)(6)1939. Sutures were used. The replacement lens was a bausch and lomb model l161ao. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens optic was received damaged and scratches were present. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. Due to the received condition of the lens, additional analysis was not possible. The manufacturing record review was performed. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. There were no associated nonconformity material reports or nonconformances. There were no associated nonconformity reports or deviations. Based on the manufacturing record review, the lens was produced according to product specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Sutures were used. The replacement lens was a bausch and lomb model l161ao.